Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4194 left ventricular (lv) lead (B)(6) 2008; 5076 implantable pacing lead (B)(6) 2008. (B)(4).

Event description:
It was reported the patient presented to the emergency department with the device tone alarming. It was noted the right ventricular(rv) lead high voltage and superior vena cava impedances were out of range. It was also noted the left ventricular (lv) lead threshold was chronically high. Follow up attempts were not successful. The right ventricular (rv) lead remains in use. The left ventricular (lv) lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. The analyst commented that all electrical testing was within specified parameters. The full lead was not returned.

Event description:
It was further reported that the rv lead had noise and was capped and replaced. The lead was subsequently extracted.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.